Event description:
Patient transferred to operation table. The head end rotation knob was locked, and the foot end column was not locked. Staff noticed some instability in the table and swung out from the patient. The patient fell to the floor. The patient was examined; received CT scans and trauma work-up with no identified physical concerns from the incident.

Manufacturer narrative:
Based on the information obtained from investigation, the table did not have any functional issues. It was found the foot end column was unlocked and table had some instability. The patient swung out and fell to the floor. An in-service training was performed by mizuho osi personnel for hospital staff on proper use of the table and ensuring that both head and foot ends are locked.

Event description:
Patient transferred to operation table. The head end rotation knob was locked, and the foot end column was not locked. Staff noticed some instability in the table, attempted troubleshooting by unlocking the other end. Tabletop swung out and patient fell to the floor. The patient was examined; received CT scans and trauma work-up with no identified physical concerns from the incident.

Manufacturer narrative:
The manual explains the operation of the head-end and foot-end locks and warns that user training is requred. The locks are labeled with warnings that they need to be locked prior to patient transfer. An in-service training was performed by mizuho osi personnel for hospital staff on proper use of the table and ensuring that both head and foot ends are locked.